Manufacturer narrative:
A follow-up email was sent to the customer to obtain the status of the iabp unit. The customer stated that a getinge service engineer was on site, evaluated the iabp and discovered that the iabp actually had low helium opposed to a helium leak. Once the customer changed to a new helium tank there was no issue. The customer reported that the pump has been used since the reported event and no issues have occurred.

Event description:
It was reported that a helium loss occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. The appropriate o-ring was used. The iabp was swapped with another cs300 and the problem reoccurred. The tank was changed and no hissing noise was noted; yet the customer reported that there was consistent dropping of the helium level. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that a helium loss occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. The appropriate o-ring was used. The iabp was swapped with another cs300 and the problem reoccurred. The tank was changed and no hissing noise was noted; yet the customer reported that there was consistent dropping of the helium level. No adverse event was reported.